Event description:
It was reported that the t-2 anchor would not deploy. The t-1 anchor and suture were removed from the patient. A backup device was available to complete the procedure without delay or patient impact.

Manufacturer narrative:
Device investigation narrative - two devices were received in one box. They arrived identified with (B)(4) documentation. Attachments to the complaint associate (B)(4) with this return as well. Neither device was marked with their respective complaint numbers. Both complaints say ¿t2 did not deploy¿. The devices will be evaluated together as we cannot fully determine which device belongs to each complaint. Both complaints indicate that anchors and suture were removed from the patient. Both depth limiters are attached. Both devices have t1, t2 and partial suture. Each have t1 freed from their needles. Both devices are quite disfigured. The needles have been manipulated; bent and twisted, now resembling reverse curve configured delivery needle devices. Reverse curved configure delivery needle systems are available for purchase. The damage indicates difficulty with reaching desired surgical location. Both actuators are non-functional due to the damages. They no longer cycle or advance. The IFU states ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. No root cause related to the manufacture of the devices can be established. No further investigation is warranted. (B)(4).